Event description:
The affiliate reported the customer alleged discrepant low mean cell volume (mcv) results, without system generated flags, for one patient involving unicel dxh 800 coulter cellular analysis system. The customer indicated during sample analysis, h&h check failed message displayed. Subsequent testing of the same patient sample on the original and an alternate unicel dxh 800 system recovered similar results. The customer retested the same patient sample on coulter act diff 2 analyzer and received a slightly higher mcv result and was considered correct. The discrepant results were not released out of the laboratory. No report of patient injury or change in patient treatment associated with this incident. This MDR addressed the event on dxh 800 instrument serial number (B)(4). MDR 1061932-2012-01742 addressed the event on the dxh 800 instrument serial number (B)(4).

Manufacturer narrative:
Sample information was not provided. Controls analyzed before and after the incident recovered within expected ranges. The dxh 800 is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Previously run patient samples were not rerun to confirm accurate back to the last acceptable control run. No indication service was dispatched for this incident. The cause of the discrepant results is unknown based on the information currently available. Service not dispatched.